Manufacturer narrative:
The patient has two (2) evoke percutaneous leads, secured with a medtronic anchor. The evoke percutaneous leads are not able to be distinguished. The 2nd lead details are below: product description: evoke cap12 percutaneous lead kit - 60cm. Model # : 102878, catalog#: 3008, serial/lot #: (B)(6), manufacture date: 7aug2023, expiration date: 6aug2025.

Event description:
When performing the evoke spinal cord stimulation (scs) device check before obtaining magnetic resonance imaging, multiple electrode disconnections and a migration were noted on one (1) lead. A lead revision procedure was completed to restore adequate therapy to the patient.